Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during insulin delivery. Blood glucose (bg) level was 47 mg/dl with an unknown cause. Bg was treated by drinking juice. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: "blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6) 2019 at 6:33 pm. At 10:01 am, a 7.84 unit bolus was recommended for the entered 40 grams of carbohydrates and bg of 92 mg/dl, but the user overrode the recommendation and increased the bolus amount to 10 units. User requested a 4.04 unit bolus at 1:14 pm for 15 grams of carbohydrates and a bg of 152 mg/dl. Delivering a bolus larger than the amount recommended by the pump based on entered bg and carbohydrate values could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."